Event description:
It was reported that this patient had noted increased spasticity and no other symptoms of withdrawal were noted. The patient did have a recent bolus of 75 micrograms given with no observable results. A dye study was performed and there was suspected micro tears in the catheter near the site where the catheter enters the intrathecal space. The patient underwent a revision on (B)(6) 2013. At the time of the revision, the catheter was examined with no evident tears noted. The catheter was cut and tied and left in place to avoid a cerebral spinal fluid (csf) leak. There was no evident problem with the section that was removed. The patient requested a new pump as this one was approximately five years old. A new pump and catheter were successfully implanted. Neither explanted product was expected to be returned. This device system delivered baclofen.

Manufacturer narrative:
Concomitant medical device: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was "doing great." She was having no spasms and her mental status was back to normal. (The patient outcome also relates to the case of withdrawal following the replacement found in manufacturer report #3004209178-2013-06484).